Event description:
On (B)(6) 2012, the patient contacted animas alleging that the subject pump would power off when her cartridge got low (below 50 units). The patient reported that the alleged power issue has been occurring every few days for the past month. The patient claimed that the pump restarts after removing and reinserting the battery. At the time of the call the patient stated when the issue first occurred she had an elevated blood glucose (bg) in the 400 mg/dl range due to pump powering off during the middle of the night. There was no mention of signs/symptoms suggestive of hyperglycemia or medical treatment for the high. At the time of troubleshooting, the patient reported that prior to the pump powering off, she would hear the pump make a lot of different noises (low deep boozing sounds). The patient denied any visible damage to the pump casing or battery cap. The patient confirmed the battery cap was secured to the pump and there was no evidence of moisture ingress. Replacement product was sent to the patient. There was no reported patient impact associated with this complaint. The patient's reported bg reading does not meet animas' criteria of a serious injury. However, this complaint is being reported because the alleged power issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed power on resets recorded in the black box. On examination, the pump was returned with the battery compartment cracked at the threads. The battery cap that returned with the pump for investigation was not able to maintain a connection, duplicating the power loss issue. The threads on the battery cap were noted to be stripped. A new test battery cap was able to carefully tighten on the pump. The pump was exercised for 24 hours with the test battery cap in place with no resultant power issues. After the 24 hour test, the cartridge was noted to have less than 50 units in it and no power issues occurred when the cartridge level was low. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.